Event description:
The customer reported to olympus that there was cable damage (cable fibers) while using the camera head. There was no patient harm associated with the event.

Manufacturer narrative:
It was not specified by the customer whether the device is expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The reported issue of ¿the cable unit is damaged¿ was not confirmed due to no device return. Cause cannot be established due to no findings available. Based on the results of the investigation, a probable root cause of the reported phenomenon cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor the field performance of this device. This report will be supplemented if any additional relevant information is received.

Event description:
The customer reported to olympus that there was cable damage (cable fibers) while using the camera head. There was no patient harm associated with the event.